Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sep2019. The manufacturer¿s field service engineer (fse) performed troubleshooting to confirm the reported issue. The fse replaced the data acquisition board to address the finding. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that a patient disconnect alarm occurred. There was no patient involvement.